Event description:
The initial reporter received discrepant results for an unspecified number of patient samples tested with gluc3 glucose hk gen.3 on a cobas integra 400 plus. The questionable result was not reported outside of the laboratory. The reporter stated that they have had two instances wherein they obtained a glucose result of 0 from the analyzer. The samples would then be rerun on their second integra 400, as they deemed the result to be implausible. The reporter was able to provide one example of a discrepant result: the initial result of the aliquoted sample from their first integra 400 was 0 mg/dl. The repeat result of the aliquoted sample from the second integra 400 was 82 mg/dl. The repeat result was deemed correct. The reagent lot number and expiration date were asked but not provided.

Manufacturer narrative:
The qc, calibration, alarm trace and pre-analytical information were requested but not provided. The field service engineer (fse) replaced the teflon tip seal and multiple valves to eliminate the possible clogging of fluidics. He also replaced the probes. He then performed several primes and verified that there were no air bubbles in the tubings. He ran a pipettor throughput check on both probes with acceptable results. The repairs were verified by the customer who performed a glucose precision test with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.